Event description:
New information received notes the patient came into clinic for additional testing on shock (hv) impedance and hv impedance values were found to be normal. No programming changes were made since testing was normal. The patient was stable.

Event description:
It was reported that the high voltage impedance was high on the right ventricular (rv) lead. All vectors tested above the normal range for high voltage impedance. The possibility of an rv lead revision was discussed. There were no reported patient symptoms.